Event description:
After head impact, the patient stopped responding to the cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery is scheduled for 2004. The healthcare professional was informed that the explantable device should be returned to cochlear americas.